Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the malfunction likely occurred due to the locking mechanism of the video connector receiver being worn out and broken due to the repeated use for a long period of time, causing the electrical contact of the connector to become unstable. This would cause image transmission issues between the scope and the video processor, causing the image to disappear when the scope cable was moved.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. Image loss was noted when the pigtail was manipulated (wiggle).

Event description:
A user facility reported to olympus that the camera connector broke. There was no patient injury or harm, associated with the problem, reported to olympus.